Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.0, lab: 2.3. Date: (B)(6) 2011, inratio: 2.8, lab: 1.9. Customer also performed testing using both inratio strip lots: therapeutic range was 3.0 to 3.5 - adjusted on (B)(6) 2011 to 2.5 to 3.5.

Manufacturer narrative:
Investigation pending.